Manufacturer narrative:
Additional information: dr. (B)(6) performed the procedure with dr. (B)(6). (B)(4). Product evaluation the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
The tip of the pressurewire aeris broke off in the rca. The physician alleges this may have been caused by the tip being caught in the stent strut during pullback. The device tip was not successfully retrieved with a snare and location of the tip is unknown. A CABG was performed and the patient is in stable condition.

Manufacturer narrative:
Evaluation summary: the results of the investigation concluded that the tip coil of the radiopaque tip had been fractured and separated from the distal end sensor element (jacket); the corewire had also been fractured. The guidewire proximal section was not returned. The tip coil had been bent and stretched. The distal section of the fractured corewire remained attached at the tip coil distal tip; the proximal section of the fractured corewire was not returned. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The cause of the tip coil and corewire damage is consistent with forcible contact during use.